Event description:
The physician reported that there was a lead fracture. The generator was returned to manufacturer for analysis. Since no malfunction is suspected with the generator the return and analysis of the generator will not add any relevant information to this report. If the analysis of the generator reveals any abnormalities, the generator will be reported in a separate report.

Event description:
An implant card was received indicating that the patient underwent generator and lead replacement due to "lead discontinuity. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.